Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician was unable to cross the lesion, and was attempting to retract the delivery/stent device back into the guide catheter. Resistance was encountered during removal so the physician then opted to remove the entire system. Upon entire system removal the stent became stuck at the sheath, which necessitated sheath removal. It was noted upon removal that the proximal edge of the stent had flared and the stent had moved on the delivery device. No pt injuries or complications were reported.